Event description:
It was reported that an asymptomatic patient presented in the or for a lead extraction due to rv lead noise. The lead was explanted successful without adverse consequences to patient.